Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse noticed that the alignment of the closed tube aliquoter (cts) cap piercer was off and the wash area was dirty. The fse removed the cts blade guard and wash assembly, and washed the components. The fse reinstalled the components, and aligned and primed the cts. The customer informed beckman coulter on the following day that the issue was not resolved. The customer reported still observing fluid leaking onto capped sample tubes. The customer stated that the leak was contained within the instrument and no erroneous results were generated. The fse visited the customer's site again and replaced the autogloss tubing. The fse also cleaned and reinstalled the vacuum valve and no further leaks were observed. The fse verified the repair as per established procedures and results met published specifications. Results: failure mode of the event is unknown; the fse replaced the autogloss tubing and cleaned the cap piercer vacuum valve to resolve the issue. (B)(4).

Event description:
The customer reported observing the wash solution not being aspirated away from the cap piercer blade wash of the unicel dxc 660i synchron access clinical system, and fluid dripped onto the caps of the sample tubes. The customer stated that fluid on top of the tube caps then dripped down into the instrument. The customer indicated that approximately 5 ml of fluid was discovered while troubleshooting an autoloader error message. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and eye protection at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or effect to patient treatment in connection with this event.